Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that x unk - screws: distal humerus the device has broken, and broken piece was not returned. No other issues were identified. However the embedded condition cannot be confirmed since x rays were not provided. The dimensional inspection was not performed due to the post-manufacturing damage. The observed condition of the x unk - screws: distal humerus in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of unk - screws: distal humerus. While no definitive root cause could be determined, it is probable that unk - screws: distal humerus was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed according to the surgical technique the screw product family is variable angle locking buttress pins 1.8 mm. Part can be 02.210.078 to 02.210.100- 1.88mm va locking buttress pins with t8 star drive recess. Device history lot DHR cannot be performed since the lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the elbow fracture with the screw. During the surgery, the surgeon inserted the screw, but he loosened it. When the surgeon locked the screw again, the screw head broke. The surgery was completed successfully with the broken screw shaft remaining in the patient. There was a surgical delay within thirty (30) minutes. The surgeon will decide whether the broken screw shaft should be removed, during the revision surgery for the plate removal, after bone union is confirmed. This report involves one (1) unknown screws: trauma. This is report 1 of 1 for (B)(4).